Event description:
It was alleged that the medication was delivering "faster than the set rate of 50 cc/hr." It was noted that the nurse observed this by timing the drip chamber. There was no pt consequence.